Manufacturer narrative:
On march 4, 2025, mentor became aware that the replacement devices used on february 14, 2025 were serial numbers (B)(6) on the right side, and number (B)(6) on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 12, 2025, mentor became aware that the patient experienced rupture, and capsular contracture was reported in error. Date of explant under fields d6b, and coding under section h have been correctly updated on this form accordingly. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 18, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On march 27, 2025, mentor became aware of the following and corresponding fields have been updated: - affected side was left. - lot number under field d4 has been updated from 6978157 to 6977390. - updated the serial number from (B)(6) to blank as the serial number information was not received. - field d4 for catalog number has been updated to "3505504bc". - field d4 for unique identifier(UDI) has been updated to "(B)(4)." D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. - according to the information received, the patient did not experience capsular contracture. - according to the operative report, patient experienced left breast distortion and pain. Therefore, coding has been added/updated under section h accordingly. - clinical codes "deformity/ disfigurement", and "breast discomfort/pain" have been added - device problem codes "material rupture" and "migration" have been added. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, device migration, disfigurement, and pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 18, 2025, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the smooth hpg, 550cc breast implant was ruptured and received in three parts. In addition, shell abrasion was observed at the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old hispanic female patient underwent revision breast augmentation with 500cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).